Manufacturer narrative:
Expiration date is not available. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Manufacture date is not available.

Event description:
It was reported that 2 bd vacutainer® sst¿ blood collection tubes had poor barrier separation. The following information was provided by the initial reporter: "it was reported that the tube is not separating properly. Customer called to report that when they spin the blood, it does not separate, it turns into a gel. She has samples available, she will get the lot # when she returns to her desk. She stated this occurred two times, occurred two weeks ago. This was an employees blood, no testing done, no patient identifiers to provide."

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer facility for evaluation. A review of the manufacturing records was completed for the incident lot and no issues were identified. H3 other text : see h.10.

Event description:
It was reported that 2 bd vacutainer® sst¿ blood collection tubes had poor barrier separation. The following information was provided by the initial reporter: "it was reported that the tube is not separating properly. Customer called to report that when they spin the blood, it does not separate, it turns into a gel. She has samples available, she will get the lot # when she returns to her desk. She stated this occurred two times, occurred two weeks ago. This was an employees blood, no testing done, no patient identifiers to provide."